Event description:
It was reported that the ilet pump¿s touchscreen separated from the housing, after which the device was not functional and the user transitioned to backup therapy with a medtronic pump. Symptoms included hyperglycemia with a reported maximum of 400 mg/dl and feelings of anxiety and worry. Outcomes included the need for medical assistance and use of alternate therapy. Investigation included customer support assessment, remote troubleshooting, and arrangements for device replacement and data return logistics. Investigation of the returned device revealed a screen bezel separation leading to loss of user interface function, consistent with a hardware enclosure and touchscreen assembly problem. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the screen assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.